Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis and subsequently developed sepsis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made mistake/touch contamination. The patient was hospitalized twelve days prior to receipt of this report for the peritonitis event. It was reported the patient developed sepsis on an unreported date the same month as receipt of this report. The cause of the sepsis was not reported. Treatment for the peritonitis and sepsis was not reported. It was reported the patient was discharged three days after admission. Dianeal therapies were ongoing. At the time of this report the patient was recovering from the peritonitis event, the outcome of the sepsis event was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.